Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies and a hypoglycemic event. Patient stated they experienced hypoglycemic symptoms and performed blood glucose (bg) meter checks during these inaccuracies between the continuous glucose meter and bg meter. There were no reported glucose values available to search within the parkes error grid calculator. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The root cause could not be determined. No additional event or patient information is available.